Manufacturer narrative:
Block b3: exact date unknown, event occurred year 2022. Block d6b: explant date: 2022. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 21101614, UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to severe pain in the right leg. The physician was unsure if it was due to the scs, however, the patients pain went away as soon as the device was removed. The patient was doing well postoperatively, and the explanted device components were discarded by the medical facility. No further information could be obtained despite good faith efforts.